Manufacturer narrative:
Device not returned.

Event description:
It was reported that upon interrogation on (B)(6) 2016, battery voltage was 2.51 and 6 months to eri. In (B)(6) 2016, battery voltage was 2.56v with 2.3 years remaining. Device was explanted and replaced. The patient tolerated the procedure well. Analysis of the ICD revealed a diagnostics anomaly. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.